Event description:
The customer contacted physio-control to report that their device would not detect a patient using therapy electrodes and a therapy cable via paddles lead ECG. Despite being connected properly to the patient, the device was showing a flat line on the monitor. As a result, defibrillation may not have been possible. The customer did not attempt to change the therapy electrodes or the therapy cable, instead they connected a 4-wire ECG cable to the patient and were able to obtain the patient's ECG rhythm. The customer observed that the patient was pulseless and not in a shockable rhythm. Due to the patient not being in a shockable rhythm, the customer did not attempt to further troubleshoot their device in the field. Despite numerous attempts, physio-control has not been able to obtain the patient's status or any additional information about the patient or the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. The therapy electrodes used during the event were disposed of by the customer and, as a result, not available for evaluation. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.